Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Additional information received indicated that the device was explanted due to normal battery depletion, was returned and analyzed.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information from a health care provider (hcp) that this device had reached elective replacement near (ern) indicator status. The hcp believed ern status had been reached prematurely. A boston scientific technical services consultant (ts) discussed that a calculation of the device's battery usage rate and estimated remaining longevity could be calculated if the device's programmed parameters were provided. No adverse patient effects were reported, and the device remains implanted and in service.